Event description:
It was reported that the doctor has had some ongoing complaints about performance of our silver cartridges due to "sharp edges/imperfections on the tip that supposedly is damaging the haptic/wound". Doctor does not have something specific he can point to, and is making more of a general statement. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Date of event: unknown. Lot number: unknown, expiration date: unknown. Implant date: if implanted, give date: na (not applicable) device is not implanted. Explant date: if explanted, give date: na (not applicable) device is not implanted, thus not explanted. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.